Event description:
Hospitalized due to high blood glucose. Reviewed programming and it appeared programming was not correct. Pump was functionally tested and performed normally. Performed high pressure test and no delivery alarm occurred.